Manufacturer narrative:
The ump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery test. There was no motor error alarm noted during bolus basal delivery. The motor was tested outside of the device and passed. All buttons functioning properly. However, it was noted that corroded keypad traces were present. There was no button error alarm during testing. The pump was received with cracked reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, and cracked case at reservoir tube window corner. (B)(4).

Event description:
The customer's father reported via phone call of button error on the customer's insulin pump. The customer's blood glucose at the time was 500mg/dl. The father states they corrected high levels with the pump. The father states when the site was changed, there was a bit of insulin the reservoir chamber. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The father states the customer will be going to the hospital to combat the high blood glucose levels. The customer declined to troubleshoot for the high levels.